Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the belt clip did not fit correctly and broke apart. Blood glucose reading was 422 mg/dl. The customer was able to treat with the insulin pump and troubleshoot. Customer was putting on the belt clip when it broke off. Advised that the belt clip will be replaced. Nothing further reported.